Event description:
It was reported by the field clinical representative that the patient believed this implantable cardioverter defibrillator (ICD) was not performing as intended. In addition, the patient reportedly required frequent emergency room visits for cardiac situations. To date, this ICD remains in service. No adverse patient effects were reported.